Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The device was not returned for complaint investigation. The device could not be visually inspected to confirm the defect. DHR review was performed. A review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2- turkey. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the saw attachment suddenly stopped oscillating during surgery. There was no harm to the operator or the patient. Surgery was completed with an alternative device. This event is related to a malfunction that could potentially lead to serious injury. However, in this case, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.